Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4) . Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit electrical cord were separating from device and that are exposing wires. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the electrical cord was separating from the device and exposing wires. Per sap, the clinical information stated the reported issue was the device was not working under load, loss of power. The cord reported description came from noted inspection when arriving at cssd (sterilization). On (B)(6) 2017, it was clarified that the issue during surgery on (B)(6) 2017. It was reported that there was no patient harm/injury associated with the report and an alternate device was not retrieved for use without delay. The harvested graft was not usable and additional graft was not required from the patient. The skin graft taken was deemed unusable and the surgery aborted along with the skin graft being discarded. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated electric dermatome serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was november 3, 2016 where it was reported that the device would not run and the power supply needed to be checked and the motor, ball bearing, spring seal, external ring, set screw, handpiece switch, plug harness assembly and 3¿ width plate were replaced. Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) revealed that the head was worn and depth bar was loose. The motor was running below specification at 2,613 rpm. The control lever torque testing was not performed. The device was out of calibration at two setting (zero and 10). Repair of the electric dermatome was performed by zimmer biomet (B)(4) on january 2, 2018 which included replacement of the motor, ball bearing, spring seal, external ring, handpiece switch, reciprocating arm, and insulator. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested the reported event was non-verifiable since there was no mention of the power cord and exposed wires during initial inspection. The reported event was confirmed since during initial inspection the motor was running below motor speed specification. The root cause of the electrical cord separating and exposing wires cannot be specifically determined with the provided information. The root cause of the device was not working under a load and having a loss of power was due to the motor running under motor speed specification. The issue was resolved with the replaced motor, ball bearing, spring seal, external ring, handpiece switch, reciprocating arm, and insulator. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.